Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively determined through this evaluation the account reported that the patient suffered right heart failure beginning on (B)(6) 2018. The patient was admitted to the hospital on (B)(6) 2018 with symptoms of peripheral edema. A cardiac catheterization was performed, and the patient was later discharged on (B)(6) 2018. The event was thought to be device related. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until (B)(6) 2019 when the patient underwent a routine heart transplant. The hmii lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document discusses the potential development of right heart failure during the use of the heartmate ii lvas and outlines the associated treatment options. The IFU further cautions that right heart failure can occur following implantation of the pump and right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from right heart failure and was readmitted to the hospital on (B)(6) 2018. Peripheral edema was observed and cardiac catheterization was performed. It was suspected that the event was related to the device.